Event description:
The device "wouldn't inflate". It was reported that during the procedure, a "kink in the tubing and scar tissue" was observed. The surgeon "cut and shortened the tubing"; only connector was employed to repair the device; no other device component was removed. 10/8/96-received info from the physician which stated, "excessive tubing causing kinking. Tubing only replaced".